Event description:
Surgeon was performing a shoulder arthroscopy when he entered the shoulder with the power shaver and noticed the shaver blade to be scratched and dented. Surgeon asked or team if shaver blade was a refurbished blade. Circulator confirmed that the shaver was refurbished. Circulator obtained a brand new shaver blade from shelf and switched out the shaver blades.